Event description:
It was reported that the patient had tachycardia, coumadin toxicity, and chest pain pleuritic in nature. There were no diagnostic procedures , surgeries, or therapeutic actions taken. Physical examination summary stated that the patient received fluids for hydration and morphine for tachycardia and tachypnea. It was noted that the patient was hospitalized for 3 nights. The event reportedly ended on (B)(6) 2001 as the patient recovered from event with therapeutic actions, but then stated the event was continuing with therapeutic actions. Permanent disability was noted. Final patient outcome was not reported. Follow up information is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 4301-35, serial# (B)(4), product type: lead; product ID 4301-35, serial# (B)(4), product type: lead. (B)(4).